Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. D4: batch #443d20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No conclusion could be reached as to how the knife was partially advanced. Further analysis shows an excessive gap between shrouds and nozzle. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the frame was noted to be broken and an excessive gap was observed in between frames the damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 443d20, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stoma closure, the rotation knob became loose when the firing trigger was pulled to clamp the intestine and tried to be fired, the clamp was released and the jaws opened. (The knife made a slight advance sound, but the straps were not deployed and the intestine was not damaged.) Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.